Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and allege insulin pump was under delivering. The customer's blood glucose level was 549 mg/dl at the time of incident and the current blood glucose of the patient was 476 mg/dl. Customer stated the insulin pump had no delivery alarm and insulin was exited. Customer stated the other blood glucose value was 365 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to complete troubleshooting. Customer was not using auto mode. The insulin pump will not be returned for analysis.